Event description:
Same case as 6000093-2006-02482. It was reported by the patient that 99 days after a coronary artery drug eluting stenting treatment procedure unstable angina and "possible stent closure" occurred. The patient had two unspecified taxus express2 drug eluting stents (des) implanted in a unspecified vessel. Approximately 99 days later, the patient experienced "unstable angina and possible closing of the previously implanted stents." Seven days later, the patient had three more taxus express2 des implanted in the same artery. The patient continues follow up with his physician. Further information has been requested but none had been received as of the date of this report.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.